Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf impact code f2301 captures the event that a pigtail stent was placed in the bile duct. Imdrf impact code f1001 captures the event of procedure was not completed.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a 2 - 2.5 cm size stone from the bile duct. However, the handle cannula detached. The basket was shaken lightly to release the stone. A second basket was used, and the same issue occurred. The procedure was not completed. The stone was left inside the patient and a pigtail stent was placed. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two trapezoid rx baskets used in the same procedure. It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotripsy procedure performed on (B)(6) 2023. During the procedure, a trapezoid basket was used with an alliance handle in an attempt to crush a 2 - 2.5 cm size stone from the bile duct. However, the handle cannula detached. The basket was shaken lightly to release the stone. A second basket was used, and the same issue occurred. The procedure was not completed. The stone was left inside the patient and a pigtail stent was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of handle cannula detached. Imdrf impact code f2301 captures the event that a pigtail stent was placed in the bile duct. Imdrf impact code f1001 captures the event of procedure was not completed. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that that the handle cannula was attached to the handle and the basket tip was detached. The reported event was not confirmed; however, the basket tip was found to be detached. Although the basket tip disengaging is an expected feature of the device, it is possible that there was some resistance on the device that caused the basket tip to detach. This could have been generated due to manipulation, technique used, or patient's anatomical conditions. Therefore, the most probable root cause for the investigation findings of basket tip detached is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.